Event description:
The bolus button was pushed down and locked into position.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the bolus button was stuck down, so could not be used. Sample reported to be available, but not yet received. This complaint is under investigation.